Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had to be restarted a few times during patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker was unable to duplicate or verify the reported issue during initial evaluation as the batteries associated with the reported event were not returned with the device. Stryker downloaded and evaluated the device's data and was able to verify the device had an unexpected shutdown during the reported event. The low state of charge of battery 1 (6%) was determined to be the likely cause of the reported issue. Stryker also observed that both batteries in the device had reached the end of their useful life.

Event description:
The customer contacted stryker to report that their device had to be restarted a few times during patient use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.